Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. A visual examination of the spyscope ds device found that the working channel sleeve extended from the distal cap when received. A functional evaluation found that the distal tip would articulate without issue. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed freely through the working channel without issue. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the most probable root cause is "manufacturing." An investigation addressing this issue has been completed. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, after using the ehl probe a few times, the physician advanced the ehl probe through the spyscope; however, the ehl probe would not advance. There was a piece of "metal or something" causing an obstruction. The spyscope ds was removed from the patient. The spyscope ds was checked and it was unclear what was causing the working channel obstruction. It may have been a working channel sleeve protrusion or the ehl probe. The ehl probe was not a bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.